Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip started separating. A new device was opened to complete the case. Delay in procedure as they opened a new evh kit to complete. No harm to patient.

Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned to the factory for evaluation on 09/12/2023. An investigation was conducted on 09/14/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw to the tip of the hot jaw with no detachment observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, however the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000321044 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.